Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Reason for reoperation is "deflating left breast".

Event description:
Health professional additionally reported deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening curved on radius, device appearance (void in valve) and crease flat. A leak test and microscopic analysis were performed which identified one opening striated on radius due to surgical damage consistent in the use of some surgical tool, and an air pocket was observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool and an air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Health professional additionally reported deflation. Device has been explanted.

Manufacturer narrative:
Further investigation (fi) results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void in valve (vv) side out of specification per (B)(4), assessed as a workmanship, which is not related to the reported complaint. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Health professional additionally reported deflation. Device has been explanted.